Event description:
User received discrepant results for troponin t. Four samples are involved sample 1 initial result 0.015 ng/ml, repeat 0.018 ng/ml and in 2008 gave 0.012 ng/ml. Sample 2 initial result 0.020 ng/ml, repeated the same day gave 0.013 ng/ml. Sample 3 initial result 0.016 ng/ml, repeated same day gave <0.010 ng/ml. Sample 4 initial result 0.020 ng/l, repeated on the same day gave 0.016 ng/ml. User states at result of <0.03 ng/ml was reported since original and repeat results are <0.03 ng/ml and she did not need to correct any results. The field service representative was not able to find a cause as user refused service visit.